Manufacturer narrative:
Section b5 has been corrected and should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer reported an allegation of an issue related to a bipap device's sound abatement foam. The manufacturer received information alleged expelling visible particles of foam. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. Sound abatement foam degradation and breakdown was visibly observed in the base unit. Pil found sound abatement foam degradation throughout the blower box and where the blower rests in the blower box. A black tar-like substance was located on the inside surface of the blower and on the blower blades. A dark contamination was found on the inside surface of the lower enclosure which is consistent with sound abatement foam degradation. Pil can confirm sound abatement foam degradation. Initiated therapy which generated airflow. Blower made uncommon noise. Secondary findings: -0 blower hours and 0 therapy hours were logged, suggesting the device data was reset prior to pil receipt. 10,116 machine hours were logged. -care orchestrator data was unavailable. -dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device. -slight black contamination at the blower seal of the blower box is consistent with the keratin contamination observed in ER (B)(4). (V1). -no errors were logged. Section h6 was updated in this report.

Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.